Manufacturer narrative:
Referring to the product inquiry the lag screwdriver gamma3 380x110mm is stated to be the subject product. No further associated product was reported. Review of the device history records (DHR) of the lag screwdriver gamma3 380x110mm reported did not indicate any conspicuity. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2011) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The complained device consists of 3 components: the tube with silicone handle, the thumbwheel for compression / apposition and the inner threaded rod with wheel and hexagon. The damage complained is located at the face side of the wheel of the inner threaded rod - around the hexagon considerable hammer impacts on the face side of the wheel are found, that led to increased dimensions of the hex; due to the damage the tip of a sample screwdriver 8mm, ball-tip, t-handle gamma3® did not fit into the hexagon. However, functional inspection further revealed the thumbwheel for compression / apposition and the tip of the screwdriver being fully functional; a sample lag screw could be fixed at the tip of the lag screwdriver returned as intended without problems. Based on the above the root cause of the reported event is not device related, but rather clearly linked to misuse (considerable hammer impacts on the face side of the wheel ¿ around the hexagon). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
Round hole on threaded rod inserter is stripped and does not allow ball tip driver to fully seat.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Round hole on threaded rod inserter is stripped and does not allow ball tip driver to fully seat.